Event description:
During implantation of the catheter, while the lumbar needle was still in place, the patient had some "thrashing" movements. Approximately 20 cm of the catheter broke off and remains inside the patient.